Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk.

Event description:
Customer reported that she had high blood sugars. Customer stated that the drive support cap is protruding on her insulin pump. Customer stated that the insulin pump is alarming motor error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.